Event description:
It was reported that the atrial lead exhibited a product performance issue. The lead was explanted and replaced.

Manufacturer narrative:
Final analysis found that a partial distal portion of the lead was returned in one piece. An insulation abrasion breaching and exposing outer coil distal to the suture sleeve tie impression. Abrasions are consistent with constant friction with another implantable device. (B)(4).